Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine prolapse ("uterine prolapse") in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure cofirmation test". The patient's concurrent conditions included overweight and urinary frequency. Concomitant products included ibuprofen (motrin), omeprazole and zolmitriptan (zomig). On (B)(6)2014, the patient had essure inserted. In april 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2014, the patient experienced dyspareunia ("painful intercourse") and cystitis ("bladder infection"). In june 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding - heavy vaginal bleeding"), menorrhagia ("abnormal bleeding - menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). In 2014, the patient experienced fatigue ("fatigue"). In august 2014, the patient experienced pruritus ("itchy skin") and skin disorder ("skin issue"). On (B)(6)2016, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), infection ("infections"), uterine prolapse (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with prochlorperazine maleate, ibuprofen, tramadol, trazodone, lidocaine, nitrofurantoin, surgery (vaginal hysterectomy, bilateral salpingectomy, anterior and posterior repair) and surgery (anterior posterior repair of bladder.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, dysgeusia, infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, vaginal infection and skin disorder had resolved, the abdominal pain, feeling abnormal, urinary tract disorder, cystitis, migraine, nausea, pruritus, weight increased, uterine prolapse, weight decreased and vulvovaginal pain outcome was unknown, the bladder disorder was resolving and the headache had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: event outcomes , date and event weight loss and vaginal pain were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included overweight and urinary frequency. Concomitant products included ibuprofen (motrin), omeprazole and zolmitriptan (zomig). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infection") with vaginal discharge and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced skin disorder ("skin issue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding - heavy vaginal bleeding"), menorrhagia ("abnormal bleeding - menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), nausea ("nausea"), pruritus ("itchy skin") and uterine prolapse ("uterine prolapse"). The patient was treated with prochlorperazine maleate, ibuprofen, tramadol, trazodone, lidocaine, nitrofurantoin and surgery (vaginal hysterectomy, bilateral salpingectomy, anterior and posterior repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, dysgeusia, infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, vaginal infection and skin disorder had resolved, the abdominal pain, feeling abnormal, urinary tract disorder, cystitis, migraine, pruritus, weight increased and uterine prolapse outcome was unknown and the bladder disorder and headache was resolving. The reporter considered abdominal pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, urinary tract disorder, uterine prolapse, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: event menorrhagia, apareunia, bladder disorder, urinary problems, fatigue, bladder infection, migraines, headaches, nausea, itchy skin, vaginal infection, vaginal discharge, weight gain, uterine prolapse, skin issue, she had not done essure cofirmation test added. Concurrent condition, concomitant medication, reporter, outcome of the events added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), infection ("infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, dysgeusia, infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.